Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that while the surgeon was attempting to implant a 12.6mm vicm5_12.6, -06.50 diopter implantable collamer lens into the patient's eye, it had flipped on insertion. This occurred on (B)(6) 2023. If additional information is received a supplemental medwatch report will be submitted.